Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
Patient stated that 3 v-go's have fallen off prior to the end of the 24-hour period. Patient did not provide specific dates for the first two events. Patent stated the third event occurred (B)(6) 2020. Patient did not provide length of time worn before v-go's fell off.